Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
Customer medwatch report states "at 1418, pitocin was at 6cc/hr. Pitocin was turned off in order for pt to receive an epidural. At 1424, the pt was positioned for epidural. At 1438, epidural bolus was given. At 1448, fhr (fetal heart rate) started to decelerate. At 1450 o2 at 10 liters per face mask started. IV fluid bolus of lactated ringers was infusing. At 1452, doctor was in room. Arom (artificial rupture of membrane) and fse (fetal scalp electrode) placed. Thick meconium noted. At 1456 rn discovered that the pump with the pitocin line was infusing at 125cc/hr. Rn confirmed the finding. Pitocin off immediately. Pitocin line disconnected from pt. Pt to operating room for stat sc (c-section). Fhr in 70's, up to 120's. Primary cs at 1514. Apgar 7/8. Afterwards, discussed with primary rn who states that she turned off pitocin and did not touch pump. Discussed with anesthesia who stated that he never touched the pump. There is no explantation why the pump was on and was running at 125cc/hr. The pump was pulled from the floor and ordered to be investigated." Customer is requested a log review. Customer stated that no additional event or pt info is available. There was temporary harm to the pt and medical intervention was required.